Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. The analog board was sent to zoll medical corporation for further evaluation. The customer's report was unable to be duplicated. The analog board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.